Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. The search in complaint history revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted as the patient had trouble seeing distance as well as near and was unhappy with the results. A non-johnson and johnson lens of +16.5 diopter was implanted in the patient¿s left eye as the replacement. The patient¿s symptoms improved post explant, and no injury was reported. The device is not available for return. No further information was provided.